Event description:
The facility representative contacted baxter to report an infusor pump that had alarmed when turned on. During baxter device evaluation, the customer reported condition was confirmed to occur when attempting to run the device. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a separated motor. The motor was replaced.